Event description:
As reported to coloplast, though not verified, malfunction tubing leakage. No other adverse patient effects were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the shorter exhaust and inlet tube of the pump. No functional abnormalities were noted with the pump. A separation with abrasion adjacent was noted on the exhaust tube of cylinder 2 at the tube/strain relief junction. This was a site of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of cylinder 2 indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing at the tube/strain relief junction of cylinder 2. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6)2015 and removed/replaced on (B)(6)2021 due to a malfunction, tubing leakage.